Event description:
The customer reported reuse of a single use product during peritoneal dialysis therapy on the homechoice (hc). The home patient (hp) was in priming. The technical service representative (tsr) reviewed the alarm log. The hp had a number of alarms and had tried to open the door. The hp started over using the same supplies and they were in prime. The hp then got a check supply line alarm due to not having enough solution connected to initiate a therapy. The tsr reviewed the alarms with hp. The hp was in dwell 3 and would complete therapy with manual supplies reviewed alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed not to reuse products intended for single use. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.